Event description:
The representative reported that the patient's pulse generator had turned off when the patient had been in proximity to power lines and cell phone towers; the patient had become unconscious when therapy was inactivated, "the patient blacks out when the therapy is off." The patient had fallen three to four weeks ago; no details were provided. At follow-up in 2007, product interrogation showed impedance readings had bene acceptable and were within normal range; the patient had received adequate therapy benefit when the system was on. Review of the patient programmer diary revealed the patient had inactivated stimulation therapy on twelve days earlier, which was different from what the patient had indicated; there had been no scheduled therapy or cycling programmed. The representative would educate the patient on how to perform system checks for therapy status with the patient programmer product. Additional information has been requested from the representative.

Manufacturer narrative:
.